Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose was 2.9 mmol/l, 3.6 mmol/l, 5.0 mmol/l, 15.2 mmol/l. The customer reported that they had treated low blood glucose with apple juice and high blood glucose with manual injection. The troubleshooting was not performed for low blood glucose and declined for low blood glucose. The reservoir will not be returned for analysis.